Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak during pd treatment. The patient reported receiving an air detected in cassette alarm during fill 1 of 4 of treatment. The alarm was unable to be cleared and the treatment was cancelled. The patient observed fluid beneath the cycler. The patient cancelled treatment and checked for fluid inside the cassette door. No fluid was observed within the cassette door. The origin of the fluid is unknown. The patient was advised to reset the cycler with new supplies and resume treatment. Additional information was solicited, but unavailable.

Event description:
...

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.